Event description:
It was reported that the patient had early skin erosion around the ipg site and was becoming more uncomfortable over time.

Event description:
It was reported that the patient had early skin erosion around the ipg site and was becoming more uncomfortable over time. Additional information was received that the patient underwent a pocket revision procedure and was doing well postoperatively.